Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Device was used on the patient. Caller does not have any information pertaining to the patient. Caller states that the end user reported that upon power up, the board displays low battery. They replaced the board with several batteries and the same message still occurs.